Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test, off no power test, reset error test, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No battery out limit alarm or weak battery alarm was noted. No unexpected excessive no delivery alarm was noted. The low reservoir alarm functioned properly during testing. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 510 mg/dl. Customer tried to bolus with the pump and does not have a back-up plan. Customer was assisted in performing a 5.0u fixed prime. Customer rewound the pump and stated that when he pressed the act button after the rewind complete screen, it does not go to the prime screen. Customer can press esc and it goes to the status screens. The act button takes him back to the rewind complete screen, but the next press of the act button does nothing. Customer was not able to complete the fixed prime. Insulin pump will need to be replaced. No additional information provided..

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).